Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure, the t2 implant of three ultra fast-fix devices could not be deployed. The t1 implants were removed from the patient with a biter. The procedure was completed without surgical delay using a back-up device. No further complications were reported. The patient outcome is satisfactory.

Event description:
It was reported that during a knee arthroscopy procedure, the t2 implant of two (2) ultra fast-fix devices could not be deployed. The t1 implants were removed from the patient with a biter. The procedure was completed without surgical delay using a back-up device. No further complications were reported. The patient outcome is satifactory.

Manufacturer narrative:
H2: additional information ¿b5¿ h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed two devices were returned. Each of the devices are in different conditions. Device one has the t1 anchor pushed backwards beyond the needle dimple ensuring the device could not be functioned properly. Device two has the t1 anchor at the distal tip and the t2 anchor in the expected position. The actuator has not been triggered. No physical damage visible to the device. A functional evaluation revealed that device one could not be functioned properly due to the t1 anchor being pushed backwards beyond the needle dimple. The second device functioned as intended. There was a relationship found between the returned device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.